Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). The following functional tests were performed: a philips authorized service personal (asp) evaluated the device and found that sound issue was due to a setting configuration issue. The asp rebooted the device and adjusted the sound setting to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a setting configuration issue. The reported problem was confirmed. After the reboot, the device was confirmed to be operating per specifications, and no failure was identified. The device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on patient monitor efficia cm120 indicating that there is no alarm sound. The device was in clinical use at time of event, no adverse event was reported.